Event description:
Customer reported receiving an error message on the display of her adc blood glucose meter, but was unable to retrieve the service code number from the meter. Customer further reported experiencing an unspecified "injury" as a result of this issue. However, customer declined to provide any additional information at the time of the original call. Multiple, unsuccessful, attempts to contact the customer to gather additional information have been made. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer returned meter serial number (B)(4). The returned meter was investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. (B)(4) all pertinent information available to abbott diabetes care has been submitted.